Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 278 mg/dl. The customer delivered a bolus. A recommendation was made for the customer to change out the site. System check could not be performed with tandem technical support for this event as technical support was not contacted at the time of the reported issue.

Manufacturer narrative:
.